Event description:
Literature case: "clinical study of simultaneous bilateral versus staged bilateral total knee arthroplasty in treatment of osteoarthritis in elderly patients". Authors: pan feng¿yu,luo yi. In this study there were 49 patients bearing genesis ii knee prosthesis. It was reported that the patient suffered from an incision infection.

Manufacturer narrative:
The devices, used in treatment, were not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that per complaint details, a patient suffered from an incision infection s/p tka. It was communicated that the requested medical documentation/information was not reported in the article. Without clinically relevant patient-specific supporting documentation, the root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment could be rendered at this time. Should additional information/documentation become available, the clinical/medical task may be re-opened for further evaluation. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Infection is a potential complication associated with any surgery. Some potential probable causes could include patient reaction or a post-operative healing issue. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved or product information, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.